Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® sf uni-directional nav catheter and the deflection became stuck. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. Catheter could not meet the minimum curve. Catheter did not get stuck and no resistance was noticed while the deflection test was performed. An x-ray of the catheter was taken and it was noticed that the t-bar slid down from its place causing the deflection issue. An internal corrective action was created to address the t-bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the catheter getting stuck in deflected position cannot be confirmed; however catheter could not meet the minimum curve.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/25/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch sf uni-directional navigation catheter approved under PMA # p030031/s053. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch sf uni-directional nav catheter and the deflection became stuck. The curve of the catheter did not work anymore after two hours of procedure. Upon request additional information was received on the event. The catheter was stuck in a fully deflected position with full tension on curved tip and unable to relax. There was difficulty in removing the catheter due to the large loop formed in femoral position. There was no ring or other physical damage observed at the distal end of the catheter. This event has been assessed as MDR reportable because it could potentially cause patient harm.